Event description:
A ventilator was returned to the manufacturer for service due to a "service required" code was found in the ventilator's downloaded error log. There was no harm or injury reported. The device has been returned to the manufacturer, but the evaluation has not yet begun on the device. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A ventilator was returned to the manufacturer for service due to a "service required" code was found in the ventilator's downloaded error log. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery would need to be replaced to address the issue on the device.